Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm and external error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had unexpected restart a cold reset was performed. Customer's blood glucose value was 143 mg/dl at the time of the incident. Troubleshooting was declined. The customer stated that the alarm happened after battery was changed. Advised that the insulin pump will need to be replaced. The insulin pump will be return for analysis.